Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported programmer freezing while interrogating or printing issues. The programmer interrogated and printed as expected. However, analysis noted that there were two error messages in the device logs. The hard drive was reconfigured, and the software was reloaded and updated as a preventative measure. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze during a device interrogation. The programmer was restarted and worked after the restart, but was printing slowly afterwards. The programmer was returned for service. No patient complications have been reported as a result of this event.